Event description:
Per the clinic, the patient experienced swelling and discomfort over receiver/stimulator (specific date not reported). Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported) but the symptoms persist. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.